Manufacturer narrative:
A revision procedure was performed. During the revision procedure, it was noted the lead was not securely attached to the device. The lead was reconnected and no further out of range impedance measurements were noted. No further information is available. If additional information becomes available, this event will be updated and resubmitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The out-of-range rv impedance could not be verified as the impedance measurements from 2009 have been over-written. The loose connection could not be confirmed as all setscrews move freely and there was no issue with lead insertion or with securing the lead. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had measured a pacing impedance measurement greater than 2000 ohms on the associated rv lead. No adverse patient effects were reported.